Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Alleged, breakage of modular neck. Allegedly the patient stood upright and geared a cracking sound and allagedly he lost control over his left leg and slid onto the floor.